Event description:
Patient reported that the device generated a blood glucose result of 800 mg/dl; the device's numeric reading range is 10 - 600 mg/dl. Patient indicated that she immediately retested blood glucose and obtained a result 238 mg/dl. Within 5 minutes, patient retested and again, obtained a result of 238 mg/dl. Based on the result of 238 mg/dl, patient reportedly delivered 14 units of insulin aspart. No patient injury was reported and no treatment was received. While on the line with technical support, patient reviewed the device's memory and was unable to locate the value of 800 mg/dl. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.